Manufacturer narrative:
Initial reporter zip/post code:(B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual inspection showed the device returned in two sections, one of which was inside an unknown device. Kinks were observed in the telescope assembly and the sheath assembly was cut at the most proximal end. The guidewire exitport was observed deformed. A cut was observed in the most proximal end of the sheath. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
Reportable based on device analysis completed on 13jul2021. It was reported that crossing difficulties were encountered. The target lesion was located in the mid left anterior descending artery. An opticross imaging catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the sheath assembly was cut at the most proximal end, it was noted that the cut was performed almost flush to the distal strain relief. There is 2 mm from the end of the strain relief to the cut.